Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that during a coronary drug eluting stenting treatment procedure, the patient experienced a vessel dissection. The index procedure treated the 80% stenosed, 2.5x30mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5x20mm apex balloon inflated to 12 atm's twice, for 20 seconds and then again for 21 seconds and the placement of a 3.0x38mm study stent deployed at 15 atm's for 30 seconds. Repeat angiography showed 0% residual stenosis. A non study lesion located in the proximal left circumflex artery was pre dilated with a 2.5x12mm apex balloon and treated with an unspecified 2.5x18mm drug eluting stent. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, core lab angio results reported a extraluminal grade c vessel dissection with staining after balloon pre-dilation for the target lesion in the mid lad which was treated and covered with stenting with good final result.